Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer contacted philips healthcare to report that the heartstart mrx failed an auto test (it is beeping with a red cross). There was no patient involvement.